Manufacturer narrative:
Conclusion: based on the clinical data and literature, melody stent fractures are a known phenomenon which can lead to potential occurences of stenosis or high gradients. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and the heart appear to be associated with an increased risk of stent fracture. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have a minor (type I) stent fracture seen at one year follow-up on x-ray. An increase in right ventricular outflow tract (rvot) gradient was also reported at this time. No treatment was performed at that time and no adverse patient effects reported. Over two years post implant, the minor stent fracture (type 1) had progressed to type ii. Again an increase in right ventricular outflow tract (rvot) gradient with stenosis was also measured. Subsequently a re-intervention (valve-in-valve procedure) was performed. Five years post valve intervention, the patient was reported to have another increase in right ventricular outflow tract gradients and stenosis. Subsequently, both valves were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: review of the device history record shows that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. (B)(4)